Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05333. The pt received his scs system on (B)(6) 2009 including an ipg and two lead extensions (from the same lot). On (B)(6) 2011, the pt underwent a surgical procedure to relocate the ipg. The ipg experienced caudal migration from the pt gaining weight, and from the pt's belt pushing on the ipg. As the pt's doctor was removing the ipg from the pocket, he noticed that one of the extensions was partially disconnected from the ipg. Then he noticed that the first contact of the disconnected extension was missing. The contact was determined to be inside the ipg header and could not be retrieved. It was undetermined how the extension was damaged, but allegedly it happened when the doctor removed the ipg from the pt's pocket. As a result, the doctor explanted and replaced the ipg and both lead extensions. The pt received stimulation post-op.

Manufacturer narrative:
Evaluation: results: the product was received with instrument marks and dents on the can. The header was in good condition. Inspection of the header ports revealed a terminal end electrode remained in the lower port. The terminal end electrode was removed. The ipg was tested to manufacturing specifications and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.